Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
According to the explantation report form, the patient was re-implanted on (B)(6) 2017. In situ measurements reportedly showed affected channels.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other damages found during investigation are most likely related to explantation surgery. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
According to the explantation report form, the patient was re-implanted on (B)(6) 2017.